Event description:
It was reported inflation difficulties were experienced during the pre-test with one (1), size 8lpc device. There was no direct pt involved. The device was returned to the MFR for decontamination, analysis and investigation. Eval of the returned device could not confirm the reported defect. Although the initial report indicates that the device was found defective during pre-testing, the returned product appears used and worn. Functional and visual inspection revealed no abnormalities.